Manufacturer narrative:
The pressure transducer printed-circuit board (pcb) was replaced during on-site troubleshooting and was returned for investigation. The pcb was found faultless. During testing in a reference ventilator, performed pre-use checks passed without deviation(s) and no alarms were generated during ventilation testing. The reported problem was confirmed in the received device logs, they showed that the pressure transducer sub-test had failed intermittently due to high measured pressures dating back to (B)(6) of 2016. The date of event has been updated accordingly. The root cause for the reported failure cannot be determined, since the problem was not reproduced during our investigation.

Event description:
(B)(4).

Event description:
It was reported that the ventilator failed the pressure transducer sub-test during the pre-use checks tests. There was no patient involvement reported. (B)(4).